Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue a damaged product that led to an injury. It was stated ¿sharp barbs were on the syringes which led to a medical professional getting cut. The employee who had gotten cut is going through their internal protocol regarding exposure to blood borne pathogens." No further information.

Manufacturer narrative:
Investigation summary: actual samples were not available but photos were provided for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause is poor gate freeze on mold/gate not shearing and pulling gate stub out of cold gate area on mold. Probe seals in mold were replaced when last at mold repair. Inspections at the molding process are performed every two hours. A quality alert has been issued for this issue. There has been no rejections for gate stubs since the correction was made.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue a damaged product that led to an injury. It was stated ¿sharp barbs were on the syringes which led to a medical professional getting cut. The employee who had gotten cut is going through their internal protocol regarding exposure to blood borne pathogens." No further information.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention, device single use?: no, device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue a damaged product that led to an injury. It was stated ¿sharp barbs were on the syringes which led to a medical professional getting cut. The employee who had gotten cut is going through their internal protocol regarding exposure to blood borne pathogens." No further information.